Event description:
During cardiopulmonary bypass surgery, blood flow to the venous reservoir was suddenly stopped. The level detector reportedly failed to stop the arterial pump, allowing air to be introduced into the oxygenator. The air was removed and the pump restarted. The pump was stopped immediately by the air bubble detector, which correctly sensed air in the arterial line. That air was removed and blood circulation was restored. The pt remained unresponsive post-operatively. The attending physicians concluded that the pt had sustained hypoxic brain insult. The pt's prognosis is poor.